Event description:
A distributor from france reported that a customer's pump screen was cracked and unresponsive. The blood glucose level recorded was 220 mg/dl. The pump was scheduled for return to verify the issue, and a replacement pump was issued.